Event description:
It was reported that the physician was having problems using the handheld device. Good faith attempts to obtain information on troubleshooting, clarification of the problem, and product return for analysis have been unsuccessful to date.